Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. There is no further information regarding the complaint available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/04/2013 with the following results: black box shows dates from (B)(6) 2009 to (B)(6) 2010. Complaint was logged on (B)(6) 2013. There is no black box data to support that timeframe. Existing black box shows multiple "power on resets" on (B)(6) 2009. Returned battery cap is missing spring. A "no power" condition was duplicated. All testing performed with a test battery cap. Battery compartment intact, no damage. No evidence of moisture contamination found inside battery compartment. The pump was exercised with a test cap for 24 hours. No power loss or battery related warnings were observed. Current draws are within specifications. Pump case was removed, no evidence of moisture was observed inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Unrelated to complaint, display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration.